Event description:
Lap band was placed. Immediately developed gerd, severe pain at port site, and around stomach. Threw up constantly. Gained weight. Removed within 4 months. Removal surgeon stated there was clear sign of scar tissue forming, way more than what should have been there for a 4 month old band. FDA safety report ID# (B)(4).